Event description:
Patient reports a case of lymphoma on the annual breast implant follow up study questionnaire. The healthcare professional confirmed the diagnosis of b-cell lymphoma. Left side device remains implanted. Right side explanted without replacement in 2010. Multiple follow up calls have been made but no further information is available at this time.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.